Event description:
Upon completing procedure, physician observed the catheter had separated from the driveshaft. No pt complications. Returned device analysis suggest the separation may have been caused by a faulty glue joint.